Event description:
It was reported that patient had been having low flow alarm since (B)(6) 2025 associated with dizziness. The patient was being treated for kaposi sarcoma and nephrotic syndrome. They needed frequent opioid analgesia to relieve pain in right leg where there was the bigger lesion on skin. Log file captured low flow alarm events on 11jun2025. There were also several momentary low flow events recorded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the etiologic cause was unknown, and it did not exist prior to implant. They presented with fatigue and lightheadedness. It was believed that it was probably related to the chronic infection status and/or the antibiotics (MFR# 2916596-2024-01659).